Event description:
It was reported that inadequate apposition of a stent occurred. The 2.6x20mm target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 2.50x20mm promus element plus drug-eluting stent was advanced to the lesion. However, during the procedure, the stent could not fully expand and appose the vessel. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that inadequate apposition of a stent occurred. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 2.50 x 20mm promus element plus drug eluting stent was selected for use and was advanced to the lesion. However, the stent could not fully expand, it could not appose to the vessel. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was above 95% stenosed. The lesion was predilated with another manufacturers balloon catheter.